Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 55-year-old male patient, the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including defib testing, charge/discharge testing and full functional testing without duplicating the report. The device was recertified and returned to the customer. The battery used during the event was not returned for evaluation. Review of the device logs showed no evidence of the report. Analysis of reports of this type has not identified an increase in trend.